Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch additional information requested and received: how much blood was lost (ml): less than 20ml. Did the patient require a transfusion: no. Was there any patient consequence or change in the post-operative care of the patient as a result of the event: no.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the device was used to anastomose the jejunum with the white reload on the second firing. The staples malformed and there were staples with legs straight fell off the device when the surgeon opened the jaws. The tissue was closed but there was errhysis. Hand sewing was used to complete the procedure. The same device was used with a new cartridge to anastomose the jejunum and jejunum on the third firing. The third firing was good.

Manufacturer narrative:
(B)(4). The analysis results showed that a gst60w cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.